Event description:
Shiley received a report that a pt implanted with a bjork-shiley 60 degree convexo-concave aortic heart valve died in 2000. A copy of the autopsy report was forwarded to shiley and revealed that the pt collapsed at home and was brought to the hospital in full cardiac arrest. Resuscitation efforts were unsuccessful. The copy of the death certificate indicated that the cause of death was "cardiac arrhythmia". The prosthetic valve was retrieved at autopsy and stent to shiley for examination. A microscopic examination of the valve revealed a single leg separation of the left leg of the outlet strut.